Manufacturer narrative:
Lot number - 17n029, 19c008, 19d054, 19e024, and 19h046. Two (2) single use devices were received for evaluation. Visual inspection revealed that the bladders of both devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the ruptures. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. Two (2) photographs were also received for evaluation. For the first photograph, visual inspection of the photograph revealed that the bladder had ruptured. The reported condition was verified. The cause of the condition was not determined. For the second photograph, visual inspection of the photograph showed fluid inside the device¿s housing, indicating that a leak had occurred. However, the photograph did not clearly show evidence of a ruptured device bladder. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. It was reported that the bladders of seven (7) small volume folfusors ruptured prior to patient use. There was no patient involvement. No additional information is available.